Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that pt obtained a blood glucose result of 280 mg/dl on the aviva system. Based on this value, pt reportedly self-treated with insulin (amount and type not provided). An unspecified time later, pt reportedly became hypoglycemic. Reporter indicated that pt was subsequently admitted to the hospital. No details about treatment received, while hospitalized, were provided. Pt's current condition is reported as "well." The MFR requested the return of the suspect product for evaluation.